Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was jammed and dragging. Therefore, the reported condition was confirmed and duplicated. The assignable root cause was determined to be normal wear from repeated sterilization and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger on the battery reamer drill device was broken. During an in-house engineering evaluation, it was observed that the trigger was jammed and dragging. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.